Manufacturer narrative:
Concomitant products: 5554-45 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that several years ago a wire came loose with the implantable cardioverter defibrillator (ICD). A follow up with the patient¿s healthcare provider yielded that the ICD had a setscrew issue after the device was implanted. The device remains in use. No patient complications have been reported as a result of this event.